Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support. While on support, the staff noticed a large hematoma forming around the impella site. Despite applying manual pressure, the hematoma continued to grow. Critical care ordered to start massive transfusion protocol. Norepinephrine had to be started, and the console began alarming suction. The doctor came to the bedside and the plan was to return to the catheterization lab to close the right groin and get access in the left groin and place a new device. After the plan was formulated, the family came to the bedside and decided to withdraw care and the patient expired.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely patient movement, patient was rather disoriented and began thrashing about in bed and attempting multiple times to sit up as per the clinical description provided.